Manufacturer narrative:
Attempts were made to obtain additional information from the user facility regarding this event. The information submitted reflects all relevant data received. Notification that this event does not meet the user facility's reporting criteria will be filed internally if it is received after this report is submitted. Evaluation summary lfg047798v the outer insulation is melted from cautery at various locations throughout the proximal half of the lead. The full lead was returned and analyzed. Lfj083535v the outer tubing overlay is melted from cautery and is separated and bunched up on the lead. The full lead was returned and analyzed.

Event description:
It was reported that during a procedure to reposition the left ventricular lead (4194), a possible insulation breach was detected. During the same procedure, several tears and an 'abnormality' were observed on the right ventricular lead (6949). It was noted that extensive cautery was used during the procedure to free the leads from the surrounding tissue. Both leads were explanted and replaced. No patient complications were reported as a result of this event.